Event description:
It was reported that the catheter was broken. The target lesion was located in the gastroduodenal artery. A 135/10 renegade hi-flo kit was selected for use. During the procedure, the physician flushed the microcatheter and protector. After removing from the protector, it was noted that the middle of the catheter was broken. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was inspected for any damage or irregularities. The device showed multiple bends and kinks along the shaft. There was damage in the form of a stretching and a fracture located 6cm from the hub. There was also stretching located 16cm to 16.5cm from the hub. The device showed no other damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information.

Event description:
It was reported that the catheter was broken. The target lesion was located in the gastroduodenal artery. A 135/10 renegade hi-flo kit was selected for use. During the procedure, the physician flushed the microcatheter and protector. After removing from the protector, it was noted that the middle of the catheter was broken. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.